Manufacturer narrative:
X-ray image review: intra-op imaging from l4-5, l5-s1, revision surgery are provided. There is a broken screw shaft in the s1 pedicle which was presumably revised to the iliac screw seen on the image. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with non-fusion and underwent semi open, posterior approach fusion surgery at l5-s1 levels. Intra-operatively, it was discovered that the implanted screw had broken and was still embedded in the patient's pedicle. The product came in contact with the patient. No patient complications were reported.